Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found multiple alarms in the pump history. The product will be returned.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump error and pump error 25 limits were in specification, however the power management graph indicated connector resistance issue. Multiple pump error alarms noted in the pump history file and an unexpected replace battery alert while monitoring due to connector resistance issue (j6). Connector for was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with partially missing retainer, scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.